Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, upon third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with 15x30 nc emerge balloon catheter. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for six days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, upon third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with 15x30 nc emerge balloon catheter. No patient serious injury nor complications were reported.